Manufacturer narrative:
The field service representative (fsr) verified the reported issue, as the coolerheater unit was leaking from the tee fitting on valve 6, the fsr repaired the leak on valve 6 and checked calibrations and operation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the user facility¿s biomedical engineer (biomed): he does not have any knowledge of patient infection that may be associated with the cooler heater, they defrost the ice block daily, the water was not cloudy or discolored, and they observed leaks internally on floor.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.